Event description:
It was reported that the procedure occurred about three weeks ago and was to treat an unknown vessel, which was heavily calcified. No pre-dilatation was done prior stenting and the mini vision stent was advanced, but would not cross the lesion. Attempts were made to advance the mini vision forward several times, but it did not cross. Upon removal of the stent delivery system, the stent dislodged inside the guiding catheter. The dislodged stent was removed from the patient anatomy still inside the guiding catheter. Therefore, there was no reported patient injury. The target lesion was treated with another mini vision of the same size without an issue. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement during retraction inside the guiding catheter. It was reported the lesion was not pre-dilated. It should be noted that the mini vision instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. It is possible that the failure to pre-dilate the lesion contributed to the reported failure to advance and subsequent stent dislodgement; however, this could not be confirmed. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.